Manufacturer narrative:
The troponin t hs reagent expiration date was 31-jul-2021. The investigation did not identify a product problem.  The cause of the event could not be determined.  From the information provided, a general reagent issue could be excluded.

Manufacturer narrative:
The investigation is ongoing. This event occurred in (B)(6).

Event description:
The initial reporter received questionable troponin t hs elecsys results for one patient from the cobas e 801 module. The initial result was 32.6 ng/l the repeat results were 42.3 ng/l with a data flag and 16.4 ng/l with a data flag. No questionable result was reported outside of the laboratory. The reagent lot number was 47003401. The expiration date was requested but was not provided.